Manufacturer narrative:
One (1) photo was provided for investigation. According to the photo provided there is no damage to the product and no leakage. The reported complaint is not confirmed. If we receive the product, we will reopen the investigation for further evaluation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air bag pressure was measured after intubating the patient and was found to be leaking. The endotracheal tube was replaced with a new one and no substantial harm was caused to the patient.